Event description:
It was reported by service report that the load well casting was broken on the head section. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load wheel casting.